Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of premature discharge of battery is confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported failure as identified as use-related li-ion battery failure. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported battery is not holding it's charge. "Customer stating the ultrasound roll black out or die with 50 to 60% battery life when using and not plugged in.¿ no other information was provided.